Manufacturer narrative:
The ge service representative conducted an onsite investigation. The collimator blades were adjusted and the beams were aligned. The system was tested and operates as intended. This event may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the radiation field may have been too big. No patient injury was reported.